Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad was worn/illegible but the keypad was intact. Testing confirmed that all buttons responded appropriately. There was contamination under contrast contact. The display screen was found to be dim pink and fading lettering. The display lens was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the button and the display was dim pink. This report is made based on results of investigation completed on (B)(4) 2014.